Manufacturer narrative:
Damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the patient report. This is a combined initial and final report.

Event description:
Users hearing performance with the device deteriorated since 6 months. In situ measurements showed fluctuation in the impedances on several electrode channels. Re-implantation was performed in (B)(6) 2017. Impedance measurements performed before the device removal showed 11 electrode channels with high impedance.